Manufacturer narrative:
Evaluation results: one cadd solis hpca pump was returned for investigation. The tamper seal was missing and the lens was damaged. A delivery accuracy test was performed and the customer reported product problem was replicated. The expulsor was replaced as a result.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump had a delivery accuracy of > 6%. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.